Manufacturer narrative:
A united states (us) customer reported that a discordant human chorionic gonadotropin (thcg) patient result was obtained on an advia centaur cp instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse stated that the system reported several wash station aspiration errors at multiple positions. The grey peri tubing were replaced and the bubble detectors were recalibrated. The aspirate probe tubing still contained fluids/bubbles, so the waste pump was also replaced. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant human chorionic gonadotropin (thcg) patient result was obtained on an advia centaur cp instrument. The initial result was reported to the physician(s) and questioned. The same sample was repeated on the same instrument. It is unknown if the repeat result was considered the correct result and reported to the physician(s). There were no known reports of patient intervention or adverse health consequence due to this event.